Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An evaluation was performed by reviewing the complaint text, instrument service history, and other customer complaints for similar issues. The issue is addressed in the product labeling with corrective action recommendations. The customer issue was resolved by replacing a power cable. After replacing power cable had no further issues with low results. Complaint documentation was reviewed. No adverse trends were identified related to this issue. Based upon the data available and the results of this evaluation no product deficiency was identified.

Event description:
The customer states that when processing a patient sample using the architect c16000 analyzer that a discrepantly low sodium result of 115 mmol/l was generated compared to the repeat result of 136 mmol/l. No adverse outcomes were reported related to this issue.